Event description:
It was reported at an appointment on (B)(6) 2013, the patient had significant pain over the implantable neurostimulator (ins) site in the right supragluteal region and he wanted the device explanted. It was noted, he was unable to get in and out of bed without pain and even his jeans rubbing over the area was rather painful. Palpation of the lumbosacral spine revealed tenderness to even light palpation overlying the ins. It was noted there was no erythema, warmth, or edema overlying the ins. The patient was not using the device and there were ¿no impedances.¿ they decided to relocate the patient¿s ins to improve patient comfort and he was scheduled for surgery. On (B)(6) 2013, the patient called the clinic and stated, he had changed his mind with regard to relocating his ins and he wanted to have the spinal cord stimulator (scs) completely removed. The patient was scheduled for explant as requested. The patient¿s entire system was explanted on (B)(6) 2013 and he resolved without sequelae.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).